Manufacturer narrative:
Medical records review: the patient status post multisystem trauma with contraindication to anticoagulation had an inferior vena cava (ivc) filter deployed at the l3 area. Approximately three months post filter deployment, abdominal x-ray demonstrated a filter to the right of midline which was unchanged in appearance to CT scan performed approximately one week post filter deployment. Approximately four months post filter deployment, during scheduled filter retrieval, venacavogram demonstrated the filter tilted at 20 degrees. Multiple attempts with multiple devices were unsuccessful at retrieving the filter. The ivc filter remained unchanged in position at the conclusion of the procedure with the hook buried in the venous wall. Approximately five months post filter deployment, the patient was scheduled for another filter retrieval attempt. Multiple unsuccessful attempts were made to retrieve the filter. The procedure was concluded and completion venogram demonstrated the filter to be tilted approximately 70 degrees. The patient did not desire surgical removal and the filter remained implanted. Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: the device was not returned and images were not provided for review. However, medical records were provided and reviewed. Approximately four months post filter deployment, a venacavogram was performed which demonstrated the filter tilted at 20 degrees and coming off about 1 cm below the renal vein. Multiple attempts using a combination of snare devices and removal cone retrieval system were unsuccessful at retrieving the filter. Approximately one month post filter retrieval attempt, an attempt to snare and capture the filter was attempted, but unsuccessful. Attempts were performed with the cone retrieval device; however, after multiple attempts, the filter was not able to be retrieved. Completion venogram was performed which showed the filter to be tilted approximately 70 degrees. Therefore, based on the provided medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted - filter tilt. - filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in conjunction with a trauma situation/motor vehicle accident. At some time post filter deployment, the filter allegedly tilted and embedded in the wall of the inferior vena cava. The filter was not removed after two attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury.